Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 1/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/04/2017 with the following findings: during inspection of the pump, it was observed that the returned battery cap had visible damage to the slot oat the top of the cap. The returned battery cap was unable to tighten to a test pump and the cap would get stuck to the pump. The battery cap¿s manufacturing height was out of specification but the contact width was within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was moisture corrosion in the compartment. A leak test was performed and passed therefore no leaks were detected during the investigation. The pump was opened and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).